Manufacturer narrative:
A medtronic representative went to the site to test the system. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The system performed as intended.

Event description:
Medtronic received information regarding an imaging system being outside of a procedure. It was reported that the imaging monitor would not turn on with the system. The radiology tech rebooted the system 3 times and actually had to let the battery die to get the screen to stop blinking. After the 3rd try, the monitor turned on. All plugs were checked during this process. They were not sure why the monitor would not turn on. There was no patient present.